Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10. Additional contact information: (name: (B)(6), email - (B)(6), occupation - biomed, contact - (B)(6)). A getinge field service engineer (fse) evaluated the unit and performed steps to reproduce the reported failure/error, yet this failure did not reproduce. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then cleared for clinical service.

Event description:
It was reported that , the cs300 intra-aortic balloon pump (iabp) units showing error messages.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.